Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No delivery anomalies noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in pump history. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels for approximately one week. The customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis on (B)(6) 2019 with a blood glucose level that exceeded 500 mg/dl. The customer experienced the following symptoms: positive results in ketones test, nausea, tiredness, and vomiting. The customer was using the insulin pump within 48 hours of the reported high blood glucose event. During their hospitalization, the customer was treated with an insulin drip. The customer reported that the night before their hospitalization, the sticker became loose on the pump, but they did not replace it. The pump did not alert the customer and the customer thought they were fine, but started to vomit. During the call, the customer reported that they treated their highs with a manual injection and the pump, and they declined to troubleshooting for their high blood glucose level. The audio beep test was performed during the call and the device failed the audio beep test as the customer was unable to hear the difference between audio volumes 1 and 5. It is unknown whether auto mode was in use at the time of the incident. The device will be returned for analysis.